Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on, (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. On day 2 of the sensor session, the patient started to notice the affected area was turning red and had a rash. The sensor was removed on day 3. The patient's mother treated the affected with a steroid cream that was prescribed from a previous skin reaction in 2015. At the time of contact, the patient was in stable condition. No additional event or patient information is available.